Manufacturer narrative:
Date of event was not reported and was estimated based on the aware date.

Event description:
It was reported that there was a perforation and a pericardial effusion. After the patient had a watchman closure device implanted, they spent six days in the cardiac intensive care unit and spent three more days recovering before being discharged home. Fourteen days after the procedure the patient was admitted to the hospital with a perforation and a pericardial effusion.